Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: a-p x-rays of the patient's pelvis pre and post-op were provided which appears to be normal. Also, from the view of the x-ray it is difficult to determine the anatomic position of the implants as the lesser trochanter does not appear to be the same distance from the bottom of the ischium on both sides. The operative notes indicate that the devices were implanted in the correct orientation; however, no complications were noted as excellent fit was achieved and leg length was restored. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.